Event description:
During implant, no sensing was observed on the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of no sensing was not confirmed. The device¿s sensing was tested in the laboratory, and it was normal. The cause of the reported event could not be determined.